Event description:
It was reported that the preset respiratory rate gave more volume than normal. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the preset respiratory rate gave more volume than normal. According to our field service engineer, it was diagnosed by phone that the test lung was punctured and falsified the measurement when it was prepared for a patient. A new test lung and test tubes have been supplied to the hospital. The test lung is not used on patients but is only a test device to perform ventilation tests before connecting the ventilator to a patient. The root cause as to why the test lung was punctured cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).